Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation overlooked the reported symptom of no audio and therefore the device was not tested for this allegation. The device was found to be out of specification in relation to the no audio condition and the processor printed circuit board (pcb) was identified as the cause of audio malfunction and was replaced.

Event description:
It was reported that a spectrum pump had no audio output upon startup of the device. It was also reported there was no patient involvement.